Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they are not able to obtain sensor scans using their iphone. The customer reported that due to this, they experienced symptoms described as "sweating a lot, going pale, feeling sick, and blood sugar went down to 2". The customer was unable to self-treat and was provided coke and lucozade by a third party for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported not being able to scan a freestyle libre sensor with the freestyle librelink app. Using the ios version of the app, sensor was successfully scanned and complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they are not able to obtain sensor scans using their iphone. The customer reported that due to this, they experienced symptoms described as "sweating a lot, going pale, feeling sick, and blood sugar went down to 2". The customer was unable to self-treat and was provided coke and lucozade by a third party for treatment. There was no report of death or permanent injury associated with this event.